Manufacturer narrative:
Device evaluated by MFR: analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported that the device was faulty. There was no patient or staff impact.

Manufacturer narrative:
Analysis found no fault or malfunction with the device. The complaint could not be confirmed. The unit was tested and passed manufacturing specifications. If information is provided in the future, a supplemental report will be issued.